Event description:
It was reported that on the event day at 7:20 pm (19:20 hours), the staff noticed that the pt's o2 stats were dropping, the rt ran in the room, and noticed that the pt was in respiratory arrest. The display screen on the evita 2 dura was black (no image on screen). The rt immediately started bagging the pt, and a code was called. The pt expired during the code.

Manufacturer narrative:
The device was investigated and tested according manufacturer's test certificate onsite by a dräger tsr. After charging the external batteries, the device performed as specified and showed no conspicuousness during 1,5h test run. The analysis of the device internal log-file revealed that the device was not switched on at the reported time of the event (i.e. The device did not operated whether on main-supply nor on battery-supply). Hospital staff later reported that they noticed - while bagging the pt - that the ac power cord from the evita was unplugged. The investigation is on-going; results will be reported in a follow-up report.